Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver unspecified concentration of morphine, with a 1mg pca dose, a 10 minute pt lockout, and a 48mg four hour dose limit. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the pt was unresponsive and reportedly had a rapid response. No specific details were provided. The device was removed from clinical service. The customer contact initially reported that the pt received 22 mg of morphine; however, the customer contact later reported that the pt did not receive the reported 22mg. No specific details were provided. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided, including specific event details and the pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.